Event description:
As reported, during use in patient, the catheter of this fogarty embolectomy catheter was broke in two parts. The guidewire and catheter were removed together from the patient. No additional intervention was needed. No further information available. There was no allegation of patient injury. The device is available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.